Event description:
It was reported by a company representative that during a procedure the tip of the unit broke off inside the patient. The tip of the unit was retrieved and the procedure was successfully completed.

Manufacturer narrative:
The product was returned for investigation. The reported tip breaking was confirmed. The metal electrode and part of the ceramic component had broken off from the probe¿s tip. The broken parts were also returned for evaluation. There were no visible wear marks or damage to the probe's insulation. However, slight scratches/marks could be observed on the metal lumen. This condition is a known failure mode and the probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported by a company representative that during a procedure the tip of the unit broke off inside the patient. The tip of the unit was retrieved and the procedure was successfully completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.